Manufacturer narrative:
Visual inspections and results: bullet tip condition: a,b,c conformin; desufflation lever condition: a,b conforming; inner gasket condition: a,b conforming; latch condition: a,b,c confirming; obturator condition: a,c conforming; outer gasket condition: a, b, conforming; reset button condition: a,b, c unarmed; sleeve condition: a,b, conforming; stopcock condition: a,b opened c n/; trocar condition: a,b,c conformin. Functional tests and results: does safety shield retract: a,c conforming b; flapper door functional: a,b conforming c; lockout functional: a not conforming. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, instrument a was cycled repeatedly and failed to lock out due to the knife collar being caught in the latch assembly, preventing the instrument to lockout. Instrument b was cycled repeatedly and failed to arm, the knife collar was measured and found to be bent, which can cause the failure to arm. Instrument c was cycled repeatedly and functioned as intended. The incident could not be duplicated. No conclusion could be reached asto how the knife collar became caught in the latch assembly on instrument a, and how the knife collar was bent on instrument b. A,b,c each instrument is evaluated during the assembly process to ensure that if functions properly.

Event description:
The device were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon experienced problems with the safety shield retraction. There was no pt consequence. A new device was used to complete the case.